Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the deployment issue. The elongation likely occurred when the delivery system was being removed with the stent still attached. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion in the left superficial femoral artery (sfa) with heavy calcification. The 6.5 x 150 mm supera stent delivery system (sds) was advanced to the lesion. The stent was deployed; however, after deployment, the stent would not come off the delivery system and elongated. The sds was pushed and pulled, locked and unlocked, the handle was twisted and the thumbslide was moved forward and back, but the stent did not release from the sds. The stent was pulled out and a new supera sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.